Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the patient's implantable pulse generator (ipg) system was explanted due to a pocket infection and a pocket revision was performed. No further patient complications have been reported as a result of this event.